Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with an unknown size unknown saline implants on both sides at an unknown date and was presented with capsular contracture; baker grade IV on her left side and right side breast ptosis postoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2010 with catalog number 3501645; serial number (B)(4)on the right side, and with catalog number 3501645; serial number (B)(4) on the left side. This report is for the patient¿s left-sided device.